Event description:
It was reported that during a drug eluting stenting treatment procedure stent damage occurred. The physician used a 3.00x32mm taxus liberte stent to treat the proximal right coronary artery. During the procedure he felt resistance of the stent over the 0.014" guidewire. The proximal part of the stent was not smooth on the balloon. He then saw small, single parts of the stent struts open. It was difficult to retrieve the stent from the right coronary artery. The procedure was completed with another of the same device. The patient status is good with no complications reported.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The returned product was in inspected along the entire length both visual and tactilely. Damage was observed on the proximal end of the stent. Microscopic examination of the damage region of the stent found that 3 segments were damaged. The damage extended 270 degrees around the circumference. The struts were flipped back. We also verified that there were no issues with wire tracking by backloaded a new .014" guidewire from the product analysis lab and checking wire movement. The manufacturing records for batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.